Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they plugged the cord into the communicator to charge, it didn¿t always go in and it was very temperamental. The patient stated that the issue had been ongoing for 6 months to a year. Per the patient, if they got it in and it lit up that it was charging, when they put it down, it would stop charging. The patient had tried it with a different cord and the same thing occurred with both cords. The agent asked the patient to inspect the port for damage and the patient said that it looked like there was a piece of metal in the middle of the opening. When the agent attempted to clarify the issue further, the patient said it looked damaged. A replacement communicator was requested from the repair department.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿tm 90 micro usb interface is damaged¿ and ¿failed final functional test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.